Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but not for the bolus issue. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.